Event description:
Patient #2 during patient use on(B)(6)23, the customer reported the autopulse platform (sn unknown) displayed "reposition patient" message. This occurred on two calls with separate crews and seems to be a persistent issue. No adverse effects reported. Upon further investigation, the customer determined the issue was due to a faulty lifeband (lot unknown) which was not retracting properly. The customer installed a new lifeband and tried it out on a CPR mannequin and platform and new lifeband performed as intended. Please see the following related MFR reports: MFR #3010617000-2023-00892 for the lifeband (patient #2) MFR #3010617000-2023-00927 for the lifeband (patient #1) MFR #3010617000-2023-00926 for the autopulse platform (patient #1)

Manufacturer narrative:
Zoll has not received the autopulse platform in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Manufacturer narrative:
Additional information was provided, b5 (describe event or problem), and d4 (additional device information) were updated.

Event description:
Patient #2 during patient use on 9/18/23, the customer reported the autopulse platform (sn (B)(6)displayed "reposition patient" message. The crew switched to manual CPR. Manual CPR was performed for 25 minutes. This occurred on two calls with separate crews and seems to be a persistent issue. No adverse effects reported. Upon further investigation, the customer determined the issue was due to a faulty lifeband (lot unknown) which was not retracting properly. The customer installed a new lifeband and tried it out on a CPR mannequin and platform and new lifeband performed as intended.